Manufacturer narrative:
Evaluation summary: deviations in inspection documents not found. Dimensions in undamaged areas within specified tolerances. The broken off blade not returned. The outer sleeve not returned. Due to breakage of blade function is no longer given. The blade broke in brittle manner due to overload. Evaluation revealed root cause of event not linked to deficiency of device, but related to improper handling by user.

Event description:
Customer has reported that the product was broken during the tightening of the screw. The surgery was finalized without any other issue.

Event description:
Customer has reported that the product was broken during the tightening of the screw. The surgery was finalized without any other issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.